Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient alleges pain, discomfort, inflammation, dysfunction, loss of range of motion, metal poisoning, and metallosis. There has been no reported revision procedure. No further information available at this time. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.